Event description:
It was reported the cases are broken. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the generator was returned and analysis confirmed the customer comment that the upper and lower cases were broken. Analysis also found that the upper and lower cases were contaminated, that both bail covers were broken and contaminated, the ring cover was contaminated, the lead flex cover was broken, the battery contacts were compressed, the battery drawer and o-ring were contaminated and that the liquid crystal display (lcd) was out of specification, it was missing pixels. (B)(4).